Manufacturer narrative:
The investigation has been completed. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. The root cause of the inability to progress through the purge bag change procedure is due to a missing/broken purge flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a purge disc issue. No clinical details regarding resolution. No patient harm reported.